Event description:
On (B)(6) 2009, the pt was implanted with an scs system. On (B)(6) 2010, the pt was changing her clothes and she felt a burning sensation at the lead site. The stimulation was off at the time. She met with the rep and still felt the burning sensation. The rep said the skin is slightly warmer at the lead site, but the temperature difference is minimal. The stimulation was turned back on and the pt feels the stimulation where she always has. The burning continued even when the stimulation was on. The system itself seems to be working just fine. The doctor referred the pt for an injection at the affected site.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.